Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during a trial case, an inaccuracy was noted of at least 5mm. Navigation and the surgery were aborted.

Manufacturer narrative:
Additional information: this occurred during a functional endoscopic sinus surgery (fess). Navigation was aborted by the site. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the archives show good quality cts of the sinuses. Tracer pattern covered the forehead, nose, and l/r temples. Many tracer points on l/r temples were matched below the surface of skin. Points on forehead and nose appeared correctly matched at skin surface. The tracer pattern did not extend superior of the exam. Registration accuracy was computed as 3.2mm. The engineers could not assess the perceived inaccuracy. They were unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.